Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery compartment of the external pulse generator (epg) did not open when the batteries were unloaded. The epg is expected to be returned for repair. There was no patient involvement.